Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the customer removed the obstruction from the speaker holes. Additional information was not provided. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.